Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. This issue was previously reported under MDR number 3016438761-2025-00411 under a different suspect device. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I toxo igg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 73692be00. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot number. The overall performance of alinity I toxo igg reagents in the field was reviewed from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg reagent lot 73692be00 was identified.

Event description:
The customer observed a false reactive alinity I toxo igg for one pregnant patient. The customer reported that there was a rise in toxo igg without a rise in igm. The following results were provided: on (B)(6) 2025, sid (B)(6), initial toxo igg result= 1.3 (negative); liason diasorin result= 0.156 (negative); western blot result= negative. On (B)(6) 2025, sid (B)(6), initial toxo igg result= 3.3 (positive); ict ig toxoplasma .immunochromatography result= negative; liason diasorin result= 0 (negative); western blot result= negative. On (B)(6) 2025, sid (B)(6), initial toxo igg result= 12.2 (positive); ict ig toxoplasma immunochromatography result= negative; liason diasorin result= 0 (negative); western blot result= negative. There was no impact to patient management reported.